Manufacturer narrative:
H10: twenty-four (24) samples were received for evaluation; the other thirty-six (36) samples were not returned for evaluation and therefore, could not be evaluated. A visual inspection with the naked eye observed nine (9) samples had loose particulate (pm) on the silicone tubing and two (2) samples had embedded fully encapsulated pm on the tubing which measured greater than 0.30 mm using a tappi chart. These samples failed to meet specifications. Twelve (12) samples had embedded fully encapsulated pm on the tubing which measured less than 0.30 mm using a tappi chart, and one (1) sample had no visual issues observed. Embedded particles smaller than 0.30 are not considered a defect under the defect classification. These thirteen (13) samples met specifications. Therefore, the reported condition was verified on eleven (11) samples and not verified on thirteen (13) samples. The cause of the condition was determined to be manufacturing related for thirteen (13) samples. The embedded pms are possibly intrinsic particulate matter that is associated with product, formulation ingredients, process, or process assembly. The loose pms were identified as extrinsic particulate that is additive, foreign, and not part of the formulation or assembly process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside the tubing of sixty (60) minicap extended life pd transfer sets. This was observed prior to use of the devices for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
. Should additional relevant information become available, a supplemental report will be submitted.